Manufacturer narrative:
Since there is no information on the explant date the device is still considered to be implanted. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional has reported left side rupture. The device remains implanted.

Event description:
Healthcare professional later reported left side "painful symptoms".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Healthcare professional has reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted.